Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported in a journal article that 133 patients experienced revisions due to failed total knee arthroplasties on unknown dates after being implanted with zimmer biomet product.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. The following could not be completed with the limited information provided. Date of event - ni, device code - ni, expiration date - ni, date implanted - ni, date explanted - ni, (B)(6), manufacture date ¿ ni.

Event description:
Information was received based on review of a journal article titled, "midterm results of the vanguard ssk revision total knee arthroplasty system," which retrospectively reviewed the midterm results of the vanguard ssk revision knee system in 272 patients (297 knees) implanted between 2005 and 2013. One-hundred twenty-three (123) patients were identified in the study who underwent revision procedures due to failed total knee arthroplasties, during these procedures the vanguard ssk components were implanted. There has been no further information provided and the patient outcomes are unknown.